Event description:
The patient was returning to bed when the arm of the lift allegedly disconnected at the scale, causing the consumer to drop back onto the bed. The arm then allegedly fell on the patient. No injury is alleged.

Manufacturer narrative:
Manufacturer received a medwatch report (B)(4). During a transfer, the patient was over their bed when the arm of the lift allegedly disconnected from the lift. The patient fell on their bed. The report suggests a maintenance man discovered a loose component. Nature of this complaint suggests a potential maintenance error. MDR filed as a conservative measure.